Manufacturer narrative:
Device passed the displacement. Device received with broken reservoir tube lip, cracked case reservoir tube window corner and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 142 mg/dl at the time of incident. The customer stated that the reservoir ring had crack or plastic fell off. Customer stated that the reservoir ring does lock in place but there is some play in it when inserted in the insulin pump. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.